Manufacturer narrative:
Device evaluation summary: the field service engineer (fse) inspected the device and could not duplicate the reported condition. The ventilator passed all testing per manufacturer specifications and was returned to the customer for clinical use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use on battery power, the 840 ventilator became inoperative and safety valve opened. The patient was removed from the ventilator and placed on an alternate ventilator without harm or injury.